Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and noisy signals due to a lead fracture. Technical services (ts) reviewed the system and determine a fracture in the lead contributed to the high out of range pacing impedance measurements and noisy signals. This ra lead was explanted and replaced but has not been returned. No additional adverse patient effects were reported. This ra lead is no longer in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. A product investigation is underway, and a supplemental will be submitted once completed. Correction report due to update in b5 changing the lead from "remains in service" to "is no longer in service".

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. A product investigation is underway, and a supplemental will be submitted once completed.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and noisy signals due to a lead fracture. Technical services (ts) reviewed the system and determine a fracture in the lead contributed to the high out of range pacing impedance measurements and noisy signals. This ra lead was explanted and replaced but has not been returned. No additional adverse patient effects were reported. This ra lead remains in service.